Event description:
It was reported that a patient¿s caregiver removed the cartridge before performing the rewind step during an infusion set and cartridge change, after which the patient was confirmed disconnected from the pump; the caregiver received troubleshooting and education on correct supply change steps and declined further assistance. Symptoms included none reported. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included customer interview and user education. Investigation of this case revealed user error related to incorrect supply change sequencing with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.